Event description:
Consumer called to report meter readings are different from how she feels. Analysis run on clark error grid using mean average readings (420) as reference point vs. Bd readings (580, 260) yielded some data points in the c/e range of the grid, outside acceptable limits.